Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement and lead migration, and it was noted since the vessel in which the lead was placed was thick, dislodgement occurred. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.